Event description:
During hospitalization the pt developed hypotension and bradycardia early on event date in 2005. Hemoglobin found to be decreased. Pt treated with two units packed red blood cells, vasopressor/inotropes, with improvement in hemoglobin. Bradycardia presisted and permanent pacemaker inserted the next day. Start date event date, stop date the next day. The condition was not pre-existing and was felt to be related to the device. The event resulted in prolonged hospitalization and the pt's outcome is resolved. The pt was discharged on the following day.